Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huaw2254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient's line broke when it got caught on the bed rail as a volunteer lifted the patient out of the bed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer hub was confirmed and the cause was determined to be use-related. The product returned for evaluation was a segment of 4.2fr broviac catheter. The sample contained usage residue and print wear on the clamping oversleeve which both indicated use. Gross visual evaluation of the sample confirmed that the luer was detached from the clamping oversleeve and a short segment of inner tubing remained on the luer stem. The crimp collar remained attached to the clamping oversleeve. Tactile evaluation of the catheter revealed tensile weakness in the proximal half of the clamping oversleeve. Microscopic examination of the proximal catheter end revealed that the fracture surface was dull and granular which was consistent of a break. The complainant event description indicated that the catheter had accidentally got caught on a bedrail while turning the patient and the observed fracture features and sample attributes were characteristic of that type of event. From the observed sample attributes it appeared that the product was likely pulled between the clamp and luer hub.

Event description:
It was reported by the facility that the patient's line broke when it got caught on the bed rail as a volunteer lifted the patient out of the bed. No patient injury was reported.